Manufacturer narrative:
The completed analysis of the patient interface confirmed the reported malfunction. The stim 1 channel did not function due to pc board failure. The emg amp pcb was replaced after which the device was tested to all specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a total thyroidectomy, the nim system began to malfunction and could not guide the customer in identifying/following the recurrent and superior laryngeal nerves. The customer tried a number of probes with no resolution. There was no reported patient impact or injury. The patient interface was not initially included in the reported information; however it was sent in for servicing/evaluation at a later date, at which point new information relating the device to the previously reported event (pli 10 and pli 20) was obtained.